Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the fresenius dialyzer and bloodline set during the patient's hemodialysis (hd) treatment. The reported issue occurred 26 minutes after treatment initiation. The registered nurse (rn) visually observed blood leaking at the connection between the bloodline set and the venous side of the dialyzer. The rn attempted to tighten the connection but the leak continued. The 2008t machine was re-primed with new supplies to resolve the reported issue. Additional information was obtained during follow-up. There was no defect or damage noted to either product. No issues were encountered during prime. There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) could not be provided. Treatment was restarted and successfully completed on the same machine with new supplies. The samples are available to be retuned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved non conformance and multiple temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the fresenius dialyzer and bloodline set during the patient's hemodialysis (hd) treatment. The reported issue occurred 26 minutes after treatment initiation. The registered nurse (rn) visually observed blood leaking at the connection between the bloodline set and the venous side of the dialyzer. The rn attempted to tighten the connection but the leak continued. The 2008t machine was re-primed with new supplies to resolve the reported issue. Additional information was obtained during follow-up. There was no defect or damage noted to either product. No issues were encountered during prime. There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) could not be provided. Treatment was restarted and successfully completed on the same machine with new supplies. The samples are available to be retuned to the manufacturer for physical evaluation.